Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent or instrument problem could be excluded.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient tested on a cobas 8000 e 602 module. The patient's initial troponin result was reported outside the laboratory. The medical personnel questioned the reported troponin result due to the result not aligning with the patient's medical history. The customer performed repeat testing with the patient's sample. At 15:59, the patient's initial troponin result was 7 pg/ml. The patient's repeat troponin result was 190 pg/ml. At 17:38, the patient had a new sample collected and the troponin result was 197 pg/ml. The customer performed repeat testing with the initial sample on two different e 602 modules and had results matching the new sample. The customer determined the repeat results were correct. The troponin reagent lot number was 523669 with an expiration date of 31-jul-2022.